Manufacturer narrative:
(B)(4). The catalog number provided is the us list number that is the same as the international list number in the unique identifier field. A lot number for the product associated with the complaint is not available; therefore, a batch record review is not possible. A return sample evaluation was not performed because tubing remains implanted. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement. The abbvie peg tube is intended to provide long-term enteral access for administration of medication to the small intestine when used in conjunction with the abbvie j, intestinal tube. As needed, enteral nutrition may be administered directly to the stomach in parallel with medication delivery to the intestine. The abbvie peg is indicated for the administration of the medication duopa (carbidopa and levodopa enteral suspension). Review of the abbvie peg and j design and use fmeas identified several steps in the placement procedure that could potentially contribute to biological contamination of the stoma site. Those steps include disinfecting the puncture site using aseptic technique, installation of the external fixation plate, and cleaning and drying the puncture site. Additionally, ongoing post-procedure care is important to minimize stomatitis. The abbvie peg and j risk management report documents stoma infections as a risk, indicating that the risks have been reduced as low as possible through product design and placement procedure, and the benefits of the duopa system outweigh the risks of stoma infection. The report also cites a literature reference indicating typical peristomal site infection rates. ¿peristomal site infection is the most commonly reported complication of peg and is seen in as many as 30% of cases. More than 70% of these infections are minor, with fewer than 1.6% requiring aggressive medical or surgical treatment.¿(1). Itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from the society of interventional radiology and american gastroenterological association (aga) institute, with endorsement by canadian interventional radiological association (cira) and cardiovascular and interventional radiological society of europe (cirse). Gastroenterology. 2011;141(2):742-65. Abbvie reviews historical complaint data and no trends were identified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015 patient initially reported that the peg j tube was removed due to infection at the stoma site and the neurologist has suspended the therapy with duodopa awaiting the healing of the infection. The duopa therapy was started on (B)(6) 2015 and the tube has been in use since (B)(6) 2015.

Manufacturer narrative:
Abbvie soltraqs complaint record reference: (B)(4). Subsequent to the submission of the initial medwatch report, it was noted that the patient's weight was inadvertently not included.

Event description:
Subsequent to the submission of the initial medwatch report, additional information was received on 01/14/2015 that the patient was treated with antibiotic.